Event description:
It was reported that the surgeon noticed that the trocar was broken while retracting the insertion sleeve during attempt to implant the stents from a trabecular microbypass stent system. The procedure was completed using a back-up device, and there was no report of patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: d10, g3, g4, h3. The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly had been activated once, and one (1) stent was found outside the singulator and before the splay. The trigger button motion was not functioning as intended due to the bent frontal components. The injector¿s frontal components were found bent, which prevented the insertion sleeve retraction motion. Additionally, the injector¿s trocar was found broken before the splay. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure. Damage was observed on the insertion tube v-slot, likely caused by contact with the first stent during the first deployment of the injector. The trocar was likely heavily bias outside of the v-slot during the event, causing the stent flange to collide with the insertion tube, fracturing the trocar. Further inspection found surface features of the trocar indicating a tensile failure. The frontal components were likely additionally damaged due to how the device was shipped back. Additional inspection found the insertion sleeve assembly and singulator holder immobile due to the bent frontal components. No other non-conformances related to the reported event were found. Further inspection of the specified lot revealed that accepted injectors contained splayed trocars that have met the required specifications. It is highly unlikely that the splayed trocar was shipped out bent as it undergoes critical dimension inspection after injector assembly per manufacturing internal procedure. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. Conclusions based on the evaluation findings were confounded by the condition of the returned product. As a result, the root cause of the reported issue was not conclusively identified. MFR# reference: (B)(4).